Event description:
It was reported that bd ultra-fine¿ insulin syringe hub detached. This was discovered before use. The following information was provided by the initial reporter: the hub was detached with the shield.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #8351985. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that did not pertain to the complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe hub detached. This was discovered before use. The following information was provided by the initial reporter: the hub was detached with the shield.